Event description:
As reported by the customer for this event, when the device sampling was tested by a laboratory for presence of microbes, the results were found to be positive. There is no reported harm to any patient.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Date of device reurn is not available. Supplemental report(s) will be filed as any relevant new information becomes available. Customer provided information of their reprocessing method. During pre-cleaning, rinsing is performed for the air water channel and auxiliary channel. Detergent used is steris meditech stage one. During manual cleaning detergent used is neodisher endomed 1%. Brushing is performed for the suction channel, suction cylinder, and suction access port. Brushes used for manual cleaning aremtw double cleaning brush 0848252 and olympus channel brush is used for for valve openings. Automatic endoscopy reprocessor (aer) device is steelco ew2. Detergent used with it is neodisher sc, dr. (B)(6), and disinfectant used is neodisher septo pac, dr. (B)(6). The device is stored by vertical hanging in a simple storage cabinet. Maintenance of the device is not performed by olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. For the additional malfunctions found during evaluation a root cause could not be determined however it is likely that the reprocessing method of the user facility differed from that of the device IFU. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "To prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and evaluated. A hygiene microbiological investigation (hmi) performed by an independent laboratory for olympus is available. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. An independent laboratory performed for olympus a hmi with culture tests for the device after the device was reprocessed per the directions of the instructions for use. The test results are as follows: instrument channel rinsing liquid: in 20 ml of instrument channel rinsing liquid, no hygiene-relevant microorganisms are detected . Air-water rinsing liquid: no hygiene-relevant microorganisms could be found in 20 ml of the air/water channel rinsing liquid be detected.no hygiene-relevant pathogens could be detected in the swab. The culture sampling results for all channels conform to the acceptance criteria of the guidelines followed by the german regulations. Upon inspection of the returned device, it was observed that the nozzle was clogged with the protrusion of an unknown foreign material. A white foreign material was also observed on the distal end. Other incidental observations for the device are: light guide cover lens cracked; charge couple device (ccd) cover lens is dirty and scratched; bending tube metal braid has cut wire; connecting tube has a scratch; air/water nut and suction cylinder nut have paint peeling off; key top switch e has cuts; universal cord has a wrinkle; and suction cylinder and distal end is worn. Evaluation is ongoing. Supplemental report(s) will be filed as the information becomes available.